Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
International distributor contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, due to sensor session failure, when sensor patch was removed, an adult patient believed that sensor wire remained inserted inside patient¿s skin. Patient sought medical intervention and an x-ray as well as an ultrasound showed that no sensor wire or sensor fragment had remained inside patient¿s body.